Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that impactor tip became loose. The internal metal section became loose and the item broke into two parts. There was no patient consequence and no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, hospital provided photo below to show impactor tip becoming loose but then disposed of item so unable to return. The product was not returned to medtech orthopaedics, however photos were provided for review. (B)(4) pc number request. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of (pec). Functionality issues cannot be evaluated through a photo investigation since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device history batch null. Device history review null.